Event description:
Caller reported cartridge alarm 20 but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support team confirmed the issue and arranged for the pump to be replaced with a new one that included the latest software. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.